Manufacturer narrative:
(B)(4). It was reported that the patient is pediatric using an adult receiver. It should be noted that the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The reported event cannot be confirmed without the return of the device. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report on behalf of the pediatric patient that on (B)(6) 2015, that the receiver had no audio output. In addition it was reported the patient was using an adult receiver. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.